Event description:
Left ventricular (lv) lead exhibited high outputs. After replacement lv output was programmed to be save and give the longest possible longevity. (High threshold was a chronological problem, already during years and stable high threshold). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).